Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that while in patient use the ventilator stopped cycling and the compressor is not working. They connected the ventilator to an external compressor and the ventilator cycles fine with no issues. The filters were removed from the compressor and they claim they can see rust inside the compressor. The patient was placed on another ventilator and they didn't report patient harm.